Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 12-139030 endo ii mod endo head sz 53 lot#: 492360, catalog#: 110010247 g7 osseoti 4 hole shell 58mm g lot#: 6819555, catalog#: 110024465 g7 dual mobility liner 46mm g lot#: 371300, catalog#: 00625006525 bone scr 6.5x25 self-tap lot#: 64984806, catalog#: 00625006525 bone scr 6.5x25 self-tap lot#: j6917785, catalog#: 00625006530 bone scr 6.5x30 self-tap lot#: j7126858, catalog#: 00625006525 bone scr 6.5x25 self-tap lot#: j6864830, catalog#: 650-1055 cer bioloxd option hd 28mm lot#: 3087401, catalog#: 650-1068 cer option type 1 tpr sleve +6 lot#: 3063684, catalog#: 110031013 vivacit-e dm bearing 28x46mm lot#: 64912250, catalog#: 163665 28mm dia cocr mod hd +9mm nk lot#: 64998701. The device will not be returned for analysis, as the device was requested but not returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00639.

Event description:
It was reported that the patient underwent a revision procedure for a conversion of a hemi hip to a total hip arthroplasty due to progression of degenerative joint disease (djd). Attempts have been made and additional information on the reported event is unavailable at this time.